Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. Hyphema, decreased vision, and elevated iop are listed in the device labeling as known inherent risks of cataract and glaucoma surgery. (B)(4). Submitted to FDA on 11/4/2015.

Event description:
One day postoperatively, the patient presented with grade 4 layered hyphema, elevated intraocular pressure, and decreased vision (hand motion). The surgeon is considering intervention to washout the anterior chamber. The surgery was reported to be a routine case with a small amount of bleeding from stent placement intraoperatively that was minimal at the end of the case. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no findings believed to be related to the reported event. MFR reference #: (B)(4). Submitted to FDA on 12/01/2015.

Event description:
The patient's preoperative intraocular pressure (iop) in the operative (right) eye was 23 mmhg and preop bcva was 20/50+2. The surgery was uneventful. Hyphema was self resolving with no sequelae and no intervention was performed. The patient had been taking aspirin once daily (325 mg). The patient's most recent postoperative iop on (B)(6) 2015 was 16 mmhg and postop bcva improved to 20/50-2. The patient is reported to be doing well.